Manufacturer narrative:
This report is submitted on january, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site after being hit in the head by the tail of his dog. Oral and topical antibiotics were administered.